Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Device replacement was recommended due to the bd code. At this time, the s-ICD remains in service and there have been no adverse patient effects reported.